Event description:
Three pts were tested for influenza b starting (B)(6) 2012 and each received false positive results. Confirmation of false positive results was performed through two additional test methods. There are no known adverse consequences. Caller states there has been a recall instituted (B)(4) 2012 for this device, but the specific lot number used for this test was not listed in the recall.

Event description:
Three pts were tested for influenza b starting (B)(6) 2012 and each received false positive results. Confirmation of false positive results was performed through two additional test methods. There are no known adverse consequences. Caller states there has been a recall instituted (B)(4) 2012 for this device, but the specific lot number used for this test was not listed in the recall.

Event description:
Three pts were tested for influenza b starting (B)(6) 2012 and each received false positive results. Confirmation of false positive results was performed through two additional test methods. There are no known adverse consequences. Caller states there has been a recall instituted (B)(4) 2012 for this device, but the specific lot number used for this test was not listed in the recall.